Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that all sealplugs were intact and all setscrews moved freely. A large arc mark was noted on the back.

Event description:
Additional information was received that the patient was brought in for further evaluation. A commanded shock to test shock impedance measurements was delivered, resulting in a lead shorted fault message. A revision procedure was performed and the device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.